Event description:
It was reported that a pump under infused fluid to a pt. The device was programmed to deliver 900ml of d5 1/2 ns with 20 kcl at a rate of 125ml/hr. When the infusion was complete, the user noticed that only 500ml had been delivered. The customer stated that the device was tested at a rate of 110ml/hr and noticed that the fluid was infusing at a slower rate. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The eval could not confirm the pump under infuse. Review of the history log supports the reported event parameters; however no malfunction could be identified. A flow rate test was performed per the spectrum preventive maintenance procedure with the unit passing. An add'l flow rate test was performed using the event infusion parameters found in the history log (for a period of one hr) with the unit passing.